Event description:
It was reported that the cutting balloon blades were lifted. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. Upon removing the protective sheath of the balloon, it was observed that the balloon and the blades were lifted. The procedure was completed with another of the same device. The device was not introduced to the patient's body. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon protector and balloon were not returned for analysis. The inner lumen had detached at the distal tip/balloon bond. The outer lumen had detached at the proximal balloon bond. This resulted in a complete detachment of the balloon from the delivery system. The distal section of the inner lumen was stretched which resulted in the markerbands moving freely. Inner lumen kinks were also identified at several locations distal to the proximal balloon bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the cutting balloon blades were lifted. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. Upon removing the protective sheath of the balloon, it was observed that the balloon and the blades were lifted. The procedure was completed with another of the same device. The device was not introduced to the patient's body. No patient complications reported.

Manufacturer narrative:
(B)(4).